Manufacturer narrative:
(B)(4) - (flap lift/rinse); (rough flap edge); (loose epithelial). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrections: re-write of the narrative. Concomitant medical product: serial number. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with rough flap edge in right eye after standard procedure lift and with loose epithelial at 1 day follow up. Patient was told to use muro (sodium chloride hypertonicity) and did not comply. It was reported by surgeon that surgery started again on (B)(6) 2014 after long day on computer. It was stated that the patient had no experienced loss of best corrected visual acuity (bcva). The patient complained of discomfort in right eye that is relieved by closing it.

Event description:
The clinic reported that a laser vision correction, patient presented, with rough flap edge, in right eye, after standard procedure, lift and with loose epithelial, at 1 day follow up. Patient was told to use muro (sodium chloride hypertonicity) and did not comply. It was reported by surgeon that symptoms started again on (B)(6)-2014, after long day on computer. It was stated that the patient had no experienced loss of best corrected visual acuity (bcva). The patient complained of discomfort in right eye that is relieved by closing it.